Event description:
The customer reported to baxter (B)(4) of an interlink luer lock injection site in which the injection site inverted when the tubing was being irrigated. The event occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: an actual sample was submitted for evaluation. A visual examination of the sample confirmed the reported condition of an inverted septum. A closer inspection showed that there were several off center entries made into the septum. The most probable root cause is that the septum became inverted due to off center entries, and use error caused or contributed to this event. No repairs were made as this is a single use only device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).